Event description:
Device 1 of 4. Reference MFR reports: 1627487-2013-02880, 1627487-2013-02881 and 1627487-2013-02882. It was reported the pt developed an infection at her lead site which was confirmed by a culture. Consequently, the physician explanted all of the leads, but the ipg and extensions remain implanted. The pt was treated with oral and intravenous antibiotics, and the pt was referred to an infectious disease physician.

Manufacturer narrative:
Eval codes: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.